Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open orthopedic knee surgery, on closure of the skin, at the end of the procedure, the needle popped off the thread as a whole. Another suture was used to resolve the issue. There was no patient injury.